Event description:
It was reported that an asymptomatic patient presented inclinic and upon interrogation of the device noise on this atrial lead was observed in addition to an atrial pli greater than 3000 ohms. The rep reported that at a previous open hear procedure the physician thought he may have nicked the av junction, there was no conduction, and subsequently epicardial leads were placed. Further information was received that the set screw was not engaged. The physician tugged on the lead and it came right out. The physician elected to cap and implant new leads as well as swap the can due to the drain from high output mode.